Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device was in good condition. The device's event history log was reviewed for evidence of the reported problem and found a record of a no disposable alarm during pump operation. Functional testing was conducted, and the reported problem was unable to be duplicated. It was determined that there was a possible defective downstream sensor or disposable product. The upstream sensor was re-calibrated as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, g5: unknown, d4: UDI unknown, d3, g1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported the device exhibited a no disposable alarm. Patient involvement is unknown.